Manufacturer narrative:
(B)(4). Wicker, daniel I; getman, grace w; christensen, katherine s; christensen, christian p; fuller, robert m; (2021) a medial subvastus approach for lateral unicompartmental knee arthroplasty: technique description and early outcome results. Arthoplasty today 9, pg 129-133. Https://www.arthroplastytoday.org/article/s2352-3441(21)00067-4/fulltext. Concomitant medical products: unk fixed lateral oxford femoral component cat#: ni lot#: ni, unk tibial tray cat#: ni lot#: ni. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00151 and 0001825034-2022-00152.

Event description:
It was reported in a journal article that one patient within the lateral approach group was revised to a total knee arthroplasty due to deep infection. The article studied outcomes of lateral ukas from a lateral versus medial subvastus approach. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Wicker, daniel I; getman, grace w; christensen, katherine s; christensen, christian p; fuller, robert m; (2021) a medial subvastus approach for lateral unicompartmental knee arthroplasty: technique description and early outcome results. Arthoplasty today 9, pg 129-133. Https://www.arthroplastytoday.org/article/s2352-3441(21)00067-4/fulltext. Concomitant medical products: unk fixed lateral oxford femoral component cat#: ni lot#: ni, unk tibial tray cat#: ni lot#: ni. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00151 and 0001825034-2022-00152.

Event description:
It was reported in a journal article that one patient within the lateral approach group was revised to a total knee arthroplasty due to deep infection. The article studied outcomes of lateral ukas from a lateral versus medial subvastus approach. Attempts have been made and additional information on the reported event is unavailable at this time.